Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Total hip replacement is performed, the surgeon drills the acetabulum to place the pinnacle screws, when he performs this drilling the drill bit comes loose from the adapter, an attempt is made to anchor the drill bit again but the adapter does not work and does not retain the drill bit. It is decided to end with the rigid adapter and the surgery is finished without any other novelty. The patient has no conditions and there is no delay in the procedure.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the device associated with this report was returned for analysis. Examination of the quickset flex dr sft qck cple could not confirmed the allegation. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.